Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a superficial infection approximately five weeks after the implant of their implantable cardioverter defibrillator (ICD) and absorbable envelope. It was noted the wound was red, slightly open and expressed moisture. The patient was treated with oral antibiotics to resolve the infection. The implantable cardioverter defibrillator (ICD) and absorbable envelope remain in use. The patient is a participant in the wrap-it study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.